Manufacturer narrative:
Submit date: 09/11/2014. An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
Since no lot number was provided, the review of the device history record (DHR) could not be performed and the review of calibration and maintenance activities could not be conducted. There was no process or material changes related to this type of issue for this product. Without a lot number, the review of the process monitoring data could not be performed and the review of the machine setup and in-process check could not be performed. The review of the machine in its current condition could not be performed. There were no samples submitted with this complaint. The issue reported by the customer could not be confirmed. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. Based on the failure mode described by the customer the most likely root cause is that the magellan safety needle did not have sufficient adhesive applied to the hub to prevent the cannula to detach. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are physically tested for hub to cannula bond strength. The actual sample was not provided for investigation. Therefore, no corrective/preventive action related to this issue could be determined at this time. However, a corrective and preventative action (CAPA) was opened to address improvements to the adhesive application process. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. This complaint will be recorded for tracking and trending purposes.

Event description:
It was reported to covidien on 08/18/2014 that a customer had an issue with a safety needle. The customer reports that they were using the needle and the needle came off in the patient's leg. The patient was not hurt. The customer states the item was also faulty at the base of the needle allowing air in. The needle was pulled out of the patient's leg by hand.